Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient noted to have intermittent leaking sounds from endotracheal for a few days. Symptoms sometimes occurring with repositioning. Pilot balloon full, cuff pressures sometimes sufficient and other times erratic in numeric value. Attempted to advance and pull back tube based on x-ray confirmation. Placement also confirmed via bronchoscopy. Variable volumes on ventilator, sometimes only receiving half. Eventually started to desaturate to 85% requiring an ett exchange in order to rule out equipment failure. Tested balloon in water with no identified leak, however, leaking sounds had subsided after re-intubation. Rl completed, charge rn notified, and product saved for nurse specialist".

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" could not be confirmed based upon the sample received. The customer returned one-unit v5-10315 et tube, hvt, 7.5, nova plus for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review could not be conducted as a valid lot number was not provided. No functional issues were found with the returned device.

Event description:
It was reported that "patient noted to have intermittent leaking sounds from endotracheal for a few days. Symptoms sometimes occurring with repositioning. Pilot balloon full, cuff pressures sometimes sufficient and other times erratic in numeric value. Attempted to advance and pull back tube based on x-ray confirmation. Placement also confirmed via bronchoscopy. Variable volumes on ventilator, sometimes only receiving half. Eventually started to desaturate to 85% requiring an ett exchange in order to rule out equipment failure. Tested balloon in water with no identified leak, however, leaking sounds had subsided after re-intubation. Rl completed, charge rn notified, and product saved for nurse specialist".